Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg with previous location. The patient underwent a revision procedure wherein the ipg was relocated and replaced to a four port battery. The physician added leads for a better back coverage. The patient was doing well postoperatively. The explanted ipg was not returned.